Event description:
Asku

Event description:
It was reported the patient received 15 shocks due to noise, and the rv impedance was unstable. A lead fracture was suspected and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: proximal conductor fractured; full lead returned for analysis.